Event description:
It was reported that a pt was programmed to unintended settings due to a faulted test occurred on (B)(6) 2009 and no further diagnostics/interrogation were performed. No pt adverse events were reported at the time of the unintended settings.

Manufacturer narrative:
Analysis of programming history.